Event description:
The event is reported as: during commissioning, the technician received an electric shock when the device was connected to the main connections. No injuries reported. No visible signs of injury. Technician did not need medical intervention.

Manufacturer narrative:
Product was not received by manufacturer for evaluation at this time. Investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.